Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the associated defibrillator displayed a "poor pad contact" message using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The electrode pads were returned to zoll united kingdom for evaluation. The electode pads failed testing. A replacement set of electrodes were sent to the customer to resolve the report. Analysis of reports of this type has not identified an increase in trend.